Manufacturer narrative:
Updated h3. Corrected h6- health effect-impact code. Corrected h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. Since the material adhered to the point other than the outer surface of the device, the material could not be eliminated by reprocessing. The loss of water tightness of the forceps stand may have prevented proper reprocessing and removal of the foreign body. Subsequently, the material was not possibly eliminated. The light guide lens glue was peeled off due to physical stress from hitting/dropping the distal end and/or chemical stress from the chemical solution used, etc. Subsequently, the light guide lens was invaded by humidity, then corroded. The event can be detected and prevented in accordance with the following instructions for use (IFU). Detection methods are written in IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a stain inside the light guide lens. Additionally, the distal end and forceps elevator had foreign materials. There were no reports of patient involvement.